Event description:
"Big bleedings at the level of the insertion of the trocar and an added vesical lesion. The users of the products complained about multi-lacerations of tissues and about an opening too big, arrounded then traumatic. This trocar is the only one which allows the take off of the specimen. Incident judged heavy."

Manufacturer narrative:
The product was discarded and will not be returned for evaluation. In the absence of the subject device, it is not possible to determine the cause and failure mode. The lot number was not provided, therefore, the device history record could not be reviewed. As a result, we are concluding our investigation and closing this incident file. This serves as the initial and final report.